Manufacturer narrative:
Device evaluation: device evaluation not completed. A review of the device history record did not reveal any exception documents. Lot number has been exhausted from inventory, no remaining product to contain. Complaint database review found no similar complaints for this lot number. Results and conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The adapter of the tubing ruptured while injecting the contrast media during a percutaneous transluminal coronary angioplasty, checking the left ventricle function.